Event description:
The customer reported an excessive fluid removal episode. The pt was scheduled for a 4-hour treatment. At 3.5 hours into the treatment, the machine alarmed "blood in dialysate." The dialysate tested negative for blood. This alarm occurred a second time. At this time the staff noted a water leak coming from under the machine. The pt was also complaining of severe cramping. The treatment was terminated and the pt was given 500 ml of normal saline plus 250 normal saline used for the rinseback procedure. The phoenix machine was programmed to remove 3.0 kg, which included 250 ml of normal saline to be given at the beginning of the treatment and 250 ml of normal saline to be given during the rinseback procedure. The phoenix machine had removed an excessive of 2.4 kgs.